Event description:
It was reported that the patient can no longer hear with his device. He had suffered from bilateral chronic otitis media and was implanted on (B)(6) 2011, where the fmt was placed on the round window. The patient was satisfied with the performance. The device was functional until (B)(6) 2011. Then the patient visited the clinic as he was no longer able to hear. As a partial extrusion of the conductor link into the ear canal was seen, a revision surgery was carried out. The next day, the patient wore the audio processor, but he had no hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.